Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert on the remote monitoring system for high out of range shock impedance measurements on the right ventricular (rv) channel. The impedance was noted to have been trending high and subsequently reached a value of 130 ohms. Additional review of device data indicated there was no noise observed on the presenting electrogram (egm) or in any stored episodes and the device has never delivered a shock. It was noted that a new rv lead was implanted approximately 5 months ago, which corresponds to the rise in impedance. Boston scientific technical services (ts) provided guidance to the healthcare professional (hcp) to consider performing a commanded shock to test the ability of the device to charge and deliver a shock. Subsequent information from the boston scientific representative indicates that no additional actions were taken or are planned at this time and the patient will continue to be monitored. The cause of the high shock impedance is unknown. The products remain in-service. There were no reported patient symptoms or adverse patient effects.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert on the remote monitoring system for high out of range shock impedance measurements on the right ventricular (rv) channel. The impedance was noted to have been trending high and subsequently reached a value of 130 ohms. Additional review of device data indicated there was no noise observed on the presenting electrogram (egm) or in any stored episodes and the device has never delivered a shock. It was noted that a new rv lead was implanted approximately 5 months ago, which corresponds to the rise in impedance. Boston scientific technical services (ts) provided guidance to the healthcare professional (hcp) to consider performing a commanded shock to test the ability of the device to charge and deliver a shock. Subsequent information from the boston scientific representative indicates that no additional actions were taken or are planned at this time and the patient will continue to be monitored. The cause of the high shock impedance is unknown. The products remain in-service. There were no reported patient symptoms or adverse patient effects.additional information was received indicating that a gradual rise in shock impedances continued, reaching measurements of 105 ohms. Technical services (ts) was consulted, and programming options were provided as well as a recommendation to perform a lead revision. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.